Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The l-plt rt reg 2.0 lactosorb sys (part# 915-2101, lot# unk) was not returned for investigation and no photos or physicians reports were provided. For these reasons, no visual evaluation or functional testing could be conducted. The DHR for this product could not be reviewed due to the lot number being unknown. There are no indications of manufacturing defects. For this part (915-2101) and the previous one year (from the notification date) regarding the exposure of the plate through the patient's skin, there is a complaint rate of (B)(4) which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. It is possible that the plate was not properly shaped and contoured to the patient's anatomy, that the patient's activity resulted in wound dehiscence and loosening of the plate, or that the plate was near the skin surface and directly under the incision. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the patient experienced a wound dehiscence and exposed plate in (B)(6) 2019 following implantation in (B)(6) 2019. In (B)(6) 2019, the exposed part of the resorbable plate was removed. No additional patient consequences were reported.